Event description:
It was reported by service report that the scale did not work. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale not functioning due to a damaged module.